Event description:
User received erroneous results, approx 50 samples. The following data was provided. Pt 1 initial total bilirubin result 1.3 mg/dl, repeat 0.4 mg/dl. Pt 2 initial total bilirubin result 1.1 mg/dl, repeat 0.2 mg/dl. Pt 3 initial ast result 10 u/l, repeat 28 u/l. Pt 4 initial alt result 55 u/l, repeat 16 u/l. Pt 5 initial/alt result 23 u/l, repeat 74 u/l. Pt 6 initial alp result 21 u/l, repeat 99 u/l. Pt 7 initial alp result 25 u/l, repeat 66 u/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service rep determined there was a problem with the rinse mechanism. The instrument was repaired.